Event description:
It was reported that the user exited a ¿fill tubing only¿ action and was guided to perform a change cartridge and tubing procedure after removing their infusion set, during which blood glucose rose to a reported peak of 377 mg/dl for approximately 5¿6 hours without backup therapy or ketone testing. Symptoms included hyperglycemia. Outcomes included no medical intervention, no assistance required, and no immediate health effects. Investigation included remote troubleshooting and user education regarding correct cartridge and tubing change workflow. Investigation of this case revealed that the hyperglycemia occurred in the context of an infusion set change with prior ¿fill tubing only,¿ and no device alarms were reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.